Event description:
It was reported that a malfunction alarm 16-0x20e6 occurred repeatedly with the pump despite attempts to reset it. The customer's blood glucose level was reported to be 130 mg/dl, which is within normal range. As a corrective action, the device was scheduled to be returned, and a replacement pump with serial number (B)(6) was set to be sent to the customer.